Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch meet all finished goods release criteria. (B)(4). Total number of events ¿ (B)(4). Proceed* multi-layer laminate mesh - (B)(4). Prolene polypropylene mesh - (B)(4). Prolene polypropylene mesh unknown product - (B)(4). Ultrapro mesh - (B)(4). Vicryl polyglactin 910 mesh - (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period april 1, 2015 through may 31, 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period april 1, 2015 through may 31, 2015 . Supplemental 12

Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period april 1, 2015 through may 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption(B)(4). Reporting period april 1, 2015 through may 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period april 1, 2015 through may 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2015 through (B)(6) 2015 supplemental 14 - attachment: [(B)(6) 2015 ftl supplemental 14.xlsx]

Manufacturer narrative:
Date sent to the FDA: (B)(4). Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2015 through (B)(4) 2015. Supplemental 18 - attachment: [(B)(4) 2015 ftl supplemental (B)(4).]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period april 1, 2015 through may 31, 2015

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period april 1, 2015 through may 31, 2015.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2015 through may 31, 2015.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2015 through may 31, 2015.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2015 through may 31, 2015.